Event description:
It was reported that the needle sftygld 25x1 rb remained in the patient's arm when removing it during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "1. After the flu vaccination was administered, the clinician was removing the needle, but the needle stayed in the patient's arm as it came apart from the hub. 2. While administering a flu vaccination, the needle came apart from the hub and the vaccination spilled over the patient and clinician."

Manufacturer narrative:
H.6. Investigation: one photo of a safetyglide needle assembly attached to an unknown syringe was received and evaluated. It was observed the cannula was separated from the hub, which was rejectable per product specification. Potential root cause for the needle hub separation defect is associated with the needle manufacturing process. During the inspections and testing performed while producing this lot no similar defects have been documented. A possible root cause may be that a jam occurred, and no/ not enough epoxy was applied at the needle-needle hub joint. Based on the investigation and photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle sftygld 25x1 rb remained in the patient's arm when removing it during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "1. After the flu vaccination was administered, the clinician was removing the needle, but the needle stayed in the patient's arm as it came apart from the hub. 2. While administering a flu vaccination, the needle came apart from the hub and the vaccination spilled over the patient and clinician."